Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that while using the reverse gear of the universal modular electric/battery double trigger handpiece, it was recognized that the appropriate trigger didn't work. It couldn't be pushed in but could be rotated by 360 degrees. The product was replaced with another device and the surgery was completed. There was no report of patient injury or medical intervention.